Event description:
A malfunction alarm, identified as malf 12, was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump, after which the malfunction did not recur. The customer was informed to continue using the pump and to report back if the issue reappeared.